Event description:
Per the clinic, the patient experienced a skin breakdown at the magnet site, exposing the receiver/stimulator. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another device during the same surgery.

Event description:
Per the clinic, the patient also experienced skin breakdown at the implant site and underwent a revision surgery on (B)(6) 2024 to clean the wound and close the site. However, the issue did not resolve. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.